Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the patient has complained about neck pain. It was reported that the surgeon performed a removal of cervical disc replacements at c5-c6 ((B)(4), competitors device) and c6-c7 (prodisc c nova, synthes). The c5-c6 procedure was successfully performed using osteotomes and grips. The procedure was not delayed. No additional information about the event is available at this time. Device will not be returned for investigation. This report is for 1 unknown spine device. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for 1 prodisc c nova. The lot number was provided. Lot # 3524127. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.